Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple unspecified alarms occurred during pumping. The customer's blood glucose level was 200 mg/dl. A new cartridge was successfully loaded for the first event and a cartridge was reloaded on the second event.